Event description:
While servicing this unit for an unrelated problem, the unit failed to charge. It timed out and returned to analyze mode with no immediate warnings to the user. No patient was involved.